Event description:
It was reported that during a vats procedure, on the third stroke, the firing trigger made a popping noise and it would not fire any staples. The last few staples were formed as b's but were not fully formed. Used a like device to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.